Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: 30 september 2014. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was completed: received 1 article of insertion handle, part 03.019.006 for manufacturing investigation. The article has no visible damage. During the manufacturing investigation a function test was performed. In addition, all articles of the complaint have been tested together. It was determined that the aiming arm, part 03.019.008 was used incorrectly. The insertion handle has passed the function test. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during surgery the multiloc screws were introduced correctly trough the aiming arm but despite of that; all the multiloc screws are ending next to the nail instead of through the corresponding screw holes in the nail. No visible damage at the aiming arm or other instruments. Tests with another, new aiming arm and the same multiloc nail did not show any abnormalities. The surgery was not prolonged. This is report 3 of 3 for (B)(4).